Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient developed a skin reaction that consisted an infection with pain, redness, inflammation, and a lump at the puncture site under the sensor patch. The redness progressively increased after insertion on the arm, and the lump was the size of a coin (28.4 mm). The patient's parent stated the patient's blood glucose was slightly higher (14.8 mmol/l) as a result of the infection. On (B)(6) 2022, the patient saw a doctor and oral antibiotics (flucloxacillin 500 mg, 4 times per day) were prescribed. Three days later although the lump remained, the infection and redness had decreased. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.